Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 (mg/dl) on (B)(6) 2016, and another low bg level of 50 (mg/dl) on (B)(6) 2016. Customer consumed snacks to stabilize bg levels for both events. Recommendation was made to consult with health care provider to discuss diabetes management.